Event description:
It was reported that there was a calibration issue; out of range, system failure. The event occurred during use and further testing. There was no delay in therapy. There was no physical damage reported. There was patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the plunger head had contamination. The event history log confirmed a force sensor test error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the plunger head contamination. The contaminated parts of the plunger head were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.